Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Explant date should be blank as this device remains implanted. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends. Multiple MDR reports were filed for this event, please see associated reports: 0001825034 - 2019 - 03986.

Event description:
It was reported that patient presented to physician approximately 9 years post implantation reporting pain in right thigh since bumping into an object. Patient returned to physician approximately 1 month later with symptoms compatible with sciatica. An MRI was taken showing stenosis l4-l5. Approximately 1 month later, patient underwent a revision due to elevated metal ion levels, pain, metallosis, heterotopic ossification and periprosthetic fracture of the greater trochanter. Attempts have been made and additional information on the reported event is unavailable at this time.

Manufacturer narrative:
(B)(4). Medical device m2a-magnum mod hd, # item 157444, lot 001020; m2a-magnum tpr insrt, # item 139254, lot 163800; mlry-hd lat por fmrl, # item 11-104213, lot 061520. Multiple MDR reports were filed for this event, please see associated reports: 0001825034-2019-02988. It is unknown if product will be returning to zimmer biomet and the investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that the patient underwent revision due to elevated metal ion levels, metallosis and heterotopic ossification approximately 11 years post initial surgery. The preoperative diagnosis noted a failed metal-on-metal right total hip arthroplasty. During the procedure, the operating surgeon noted fragmentation of the anterior lateral part of the greater trochanter in one large piece, and there was extensive heterotopic ossification, extensive metallosis seen inside the capsule.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Reported event was confirmed by review of medical records noting elevated metal ion levels along with aval response noted on an MRI. Metallosis was found in surrounding tissue and inside the capsule. Extensive heterotopic ossification is noted. DHR was reviewed and no discrepancies were found. Root cause was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No additional event information to report at this time.